Event description:
This case was reported by a coroner and described the occurrence of intoxication in a consumer who ingested perlodent med tabs. On an unknown date the consumer ingested an unknown amount of perlodent med tabs (nearly "one pack"), which was provided by another person. Consumer was admitted to hospital and died two days later, following ingestion of the medical device. An autopsy is to be performed. Follow-up information received via a telephone call from the coroner in april 2004. The coroner reported that the pt died due to "aspiration of the substance into the lungs", and that the event was definitely related to the wrong route of administration of the product. Perlodent tablets, manufactured by glaxosmithkline, has been identified as the suspect product in this case. Perlodent is manufactured in dungarven, ireland. The lot number nor product are available for testing. No corrective actions have been required based on this report.